Event description:
It was reported that post ICD implant, an increase in the number of short v-v intervals was observed indicating a lead issue. Chest x-ray revealed externalized conductors. The lead was explanted and replaced. The patients condition is good.

Manufacturer narrative:
Internal insulation abrasion was noted at 34.1-35.2cm from the electrode tip. Internal insulation abrasions under the svc shock coil were noted at 20.2-20.8cm, 21.0-21.1cm, and 23.8-24.1cm from the electrode tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 20.2-20.6cm from electrode tip under the svc shock coil. The etfe coating was abraded at this location. Internal insulation abrasions were also noted under the rv shock coil at 5.6-5.7cm and 5.6-6.5cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted at 34.1-35.2cm from the electrode tip. Internal insulation abrasions under the svc shock coil were noted at 20.2-20.8cm, 21.0-21.1cm, and 23.8-24.1cm from the electrode tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 20.2-20.6cm from electrode tip under the svc shock coil. The etfe coating was abraded at this location.